Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. No motor error alarm was noted and the motor passed the motor test. The excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump alarmed for motor error during the basal delivery process. Blood glucose reading was 600 mg/dl at the time of the call. Advised to contact her health care professional as the customer did not have a backup plan. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).